Manufacturer narrative:
MDR 3003442380-2024-01465 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported the events of infusion set fell off during with 2 infusion sets. The first event occurred on 01-april-2024 at that time infusion set had been used for 6 hours. The second event occurred around 10 days ago that time infusion set had been used for 4 hours. The blood glucose level was between 150 mg/dl to 160 mg/dl at the time of events. Therefore, the patient replaced infusion sets and resumed insulin successfully. No further information available.